Manufacturer narrative:
D10 concomitant products: scd7a39, sonicision 7 dissector scd7a39 39 cm (lot #: 50850404x), scd7a39, sonicision 7 dissector scd7a39 39 cm (lot #: 50850404x), scba, battery scba (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laparoscopic procedure, the dissector would not stop energy activation after activation button was released. The device was immediately removed from the patient and the energy was still activated outside the patient without anyone pressing activation button, until battery was removed. The healthcare professional was not able to disassemble the generator from the dissector after the incident. The procedure was completed with change to new instruments. There was no patient injury.